Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room experiencing chest pain and shortness of breath. Upon interrogation the implantable cardiac monitor exhibited backup operation.